Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17393. It was reported that the patient presented in clinic for an implantable cardioverter defibrillator system implant. Following the procedure, the patient exhibited pain and shortness of breath. A bedside echocardiogram was performed and revealed that the patient had sustained a pneumothorax in the left lung. The patient was intubated and monitored. The patient was stable.